Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy procedure to an occlusion located at the right m1 segment of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter was inserted and advanced to m1 origin. There was a resistance beyond that, and the physician was not able to proceed. A solitare revascularization device, medtronic was advanced from m2 to m1 middle. The solitaire was removed from the patient's body with the embovac left. There was white thrombus attached to the solitaire. The aspiration of the embovac was also stopped, so the physician removed it as it was from the patient's body. When the physician looked closely at the complaint product outside of the patient¿s body, the damage was found about 7 ~ 8 cm from the tip. Blood flow was recanalized with a first pass. As an additional treatment, percutaneous transluminal angioplasty (pta) was performed for atbi. There was no health injury associated with this defect. A continuous flush was done. Concomitant devices used: guidewire (chikai 14, asahi intecc), a guiding catheter (8fr optimo), trevo track21 and solitaire (4mmx40cm). Additional information received indicated that there was damaged part to the device but no separation. Excessive force was not applied. The product was removed intact (in one piece) from the patient. The device was not advanced or withdrawn against resistance. The device(s) were used and prepped as per the instructions for use IFU). Adequate flush was maintained through the devices. There was no report that the procedure was prolonged due to the event. There was severe tortuosity, but no further information was provided about calcification. Based on the visual analysis of the pictures received the distal tip of the 132cm embovac 71 asp. Catheter was noted with a compress and stretched condition.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the visual findings of the pictures received. The distal tip of the 132cm embovac 71 asp. Catheter was noted with a compress and stretched condition. The findings meet regulatory reporting crieria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Visual analysis was performed on the photos received for this complaint file. The distal tip of the 132cm embovac 71 asp. Catheter could be noted with a compress and stretched condition. Also, it could be noted that the mesh structure was exposed. A part of the coating could be noted torn. Residues of dry blood could be noted on the device. No other damages could be noted. The original package was not shown in the pictures. A manufacturing record evaluation was performed for the finished device 30570962 number, and no non-conformances related to the malfunction were identified. The reported condition ¿catheter (body/shaft) - damaged-in patient¿ was confirmed since the distal tip could be noted with a damaged condition, however, the exact time when this condition occurs could not be conclusively determined. The reported condition ¿catheter (body/shaft) - tracking difficulty¿ was confirmed since the device could be noted with the distal tip damaged, and this could be the result of the difficulties experienced during the procedure. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # pc-(B)(4). Updated section on this medwatch report: b4, b5, g3, g6, h2, h3 h6 and h10. Section b5: additional information received indicated that there was no resistance confirmed when the complaint device was being inserted into a y connector or removed from it. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy procedure to an occlusion located at the right m1 segment of the middle cerebral artery (mca), a 132cm embovac 71 aspiration catheter was inserted and advanced to m1 origin. There was a resistance beyond that, and the physician was not able to proceed. A solitare revascularization device, medtronic was advanced from m2 to m1 middle. The solitaire was removed from the patient's body with the embovac left. There was white thrombus attached to the solitaire. The aspiration of the embovac was also stopped, so the physician removed it as it was from the patient's body. When the physician looked closely at the complaint product outside of the patient¿s body, the damage was found about 7 ~ 8 cm from the tip. Blood flow was recanalized with a first pass. As an additional treatment, percutaneous transluminal angioplasty (pta) was performed for atbi. There was no health injury associated with this defect. A continuous flush was done. Concomitant devices used: guidewire (chikai 14, asahi intecc), a guiding catheter (8fr optimo), trevo track21 and solitaire (4mmx40cm). Additional information received indicated that there was damaged part to the device but no separation. Excessive force was not applied. The product was removed intact (in one piece) from the patient. The device was not advanced or withdrawn against resistance. The device(s) were used and prepped as per the instructions for use IFU). There was no report that the procedure was prolonged due to the event. There was severe tortuosity, but no further information was provided about calcification. Based on the visual analysis of the pictures received the distal tip of the 132cm embovac 71 asp. Catheter was noted with a compress and stretched condition. Additional information received indicated that there was no resistance confirmed when the complaint device was being inserted into a y connector or removed from it. Photos were provided in which the tip could be noted compressed (oval-shaped), the distal portion of the device is stretched with the mesh structure exposed. A part of the coating could be noted torn, and residues of blood were also observed. A non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch; the braid mesh section was observed to be stretched and fractured; the tip section was observed to be compressed. Under microscopic magnification, the braid mesh section was noted to be stretched and fractured, it was not completely separated but the mesh was exposed. A manufacturing record evaluation (mre) was performed for the finished device 30570962 number, and no non-conformances related to the malfunction were identified. The device was returned to cerenovus for further evaluation. Upon arrival, the braid mesh section was observed to be stretched and fractured, the tip section was observed to be compressed, these damages are consistent with the photos provided. However, contrary to the photos, the tip was found to have additional damage since the deformation was no longer oval-shaped; one half was noted to be more compressed, which suggests that this damage occurred due to post-operative handling. The original ovalization of the tip as observed on the photos could have been caused by the anatomical tortuosity mentioned within the additional information provided. The fracture noted on the coating could be secondary to the braid mesh stretching, which in turn could have been caused by the tracking difficulty experienced during the procedure, or when the solitaire catheter was removed to leave the embovac catheter inside the patient¿s body; however, the exact timing when this condition occurred could not be determined and could not be replicated in the lab as it is specific to the patient at the procedure time; additionally, the conditions in which the device was returned precluded the functional testing. Further inspection under microscope confirmed that the braid mesh structure was not broken off. The catheter was confirmed to be within specifications as related to the inner diameter (ID) and outer diameter (od). No contributing factors could be identified from the catheter since the hydrophilic coating was confirmed to be present on it. The customer complaint as related to the device being damaged was confirmed based on the findings noted on the returned catheter. A manufacturing record evaluation was performed for the finished device number, and no non-conformances related to the malfunction were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. ¿ torquing the large bore catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.